Event description:
A customer contacted baxter's (B)(4) to report an alarm on the homechoice machine during drain 2 of 5. The home patient (hp) stated she had intentionally disconnected from the machine, but was now connected. The hp stated the patient line was filled with air. The baxter technical service representative advised the hp to end therapy and restart with all new supplies. The hp stated she would restart therapy the next night. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010., the pd rn stated the patient discarded the device and there was no patient injury or medical intervention associated with the incident.